Event description:
Additional information received reported that the patient was seen in (B)(6) of 2012 for a system recheck. The patient stated she had not vomited for eleven days and was extremely happy. It was noted that the patient had changed her diet, which seemed to be doing the trick. As the patient was doing well her settings were not changed. The patient had not been seen in the clinic since that appointment.

Event description:
It was reported the patient had a revision 2 weeks ago due to "issues" with one of the leads. The entire system was replaced during the revision. No further details were provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).